Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion was found at 11.0 ¿ 11.3 cm from the connector pin, breaching the re cable lumen consistent with friction to the device can. The re etfe cable coating was intact in this location. Internal insulation abrasion was found at 10.5 ¿ 12.2 cm from the distal tip breaching the re cable lumen. The inner coil lumen and etfe cable coating were intact in this location. External insulation abrasion was found at 21.8 ¿ 21.9 cm from the distal tip breaching the rv cable lumen consistent with friction to another device or feature of the patient anatomy. The rv etfe cable coating was intact in this location. Internal insulation abrasion was found at 27.0 ¿ 28.3 cm from the distal tip breaching the rv cable lumen. The rv etfe cable coating and inner coil lumen were intact in this location.

Event description:
This report is to advise of an event observed during analysis.